Event description:
It was reported the ipg was unable to communicate with the external devices. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced.